Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument revealed the device was deformed and cracked. There is no breakage or missing material. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several items that the central sterile department at memorial have requested to be replaced. 2 femoral impactors have cracks on each notch, 28 head ball trial has a piece chipped off the skirt, I have 3 grater handles that appear to the peg in shaft missing on 2, and a warped spring on 1. The head impactor has chips on edges. I am returning each item so the damage can be viewed. Nobody was injured, I am returning all, this did not delay surgery.